Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2018 via tha for the patient¿s right hip joint. The patient¿s postoperative process was good, but at some time (the date was unknown), the patient told the surgeon that his/her hip joint¿s movement became bad. The surgeon had suspicion of the liner¿s dislocation by x-ray exam. On (B)(6) 2020, the revision surgery was performed by replacing the liner, the head and removing the acetabular screws. And the surgeon retained the cup, inserted a cemented liner (p/n: unknown) with bone cement inside of the retained cup, set a new head (p/n: unknown) and reduced the hip joint. During the surgery, the surgeon confirmed that the liner¿s dislocation. The surgery was completed, and it was unknown whether there was any surgical delay. No further information is available. Doi: (B)(6) 2018, dor: (B)(6) 2020, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: visual examination of the returned liner does find evidence to support a disassociation event. Product error in material or manufacture has not been identified. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. H10: additional narrative: added: b5 corrected: h6 (clinical and device codes). Removed patient harm joint dislocation and changed to injury. Removed pe code implant dislocation and changed to implant disassociation locking mechanism. H6: health effect clinical code: appropriate term / code not available (e2402) used to capture the injury (e20).

Event description:
A product examination performed and had identified this was a disassociation event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = visual examination of the returned liner does find evidence to support a disassociation event. Product error in material or manufacture has not been identified. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot =a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review =a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.